Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose, change sensor/bad sensor, and sensor updating alerts. The customer reported a blood glucose value of 50 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-7040c1. Troubleshooting was performed for the reported events. The customer received a change sensor alert and a sensor updating alert. The customer was unable to run a transmitter test and the test passed. The customer was advised to try another sensor. The the customer reported a discrepancy between sensor glucose and blood glucose which was not within range and the insulin delivery was suspended. The sensor glucose value that triggered the suspend on low suspend before the low event was 102. The customer had been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer also reported a bent sensor. No further patient complications were reported. No product return is required for mmt-7040c1.